Event description:
It was reported that during a vaginal hysteroscopy (dilation and curettage) for polyp resection procedure, the internal sheath of the shaver jumped or rotated too fast instead of rotating slowly when the window lock was activated. The shaver continued to jump or oscillate instead of window locking appropriately after reseating the shaver in the handpiece and unplugging and re-plugging the handpiece to the control unit. A second soft tissue mini shaver from the same lot was opened and exhibited the same window lock issue. The distension was lost. A dense blade was then opened and worked properly. However, the surgeon ultimately switched to a curette to complete the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: 72202536, soft tis shaver mini 72202536 truclear (lot#: 5822912); 72202536, soft tis shaver mini 72202536 truclear (lot#: 5822912). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a vaginal hysteroscopy (dilation and curettage) for polyp resection procedure, the internal sheath of the shaver jumped or rotated too fast instead of rotating slowly when the window lock was activated. The shaver continued to jump or oscillate instead of window locking appropriately after reseating the shaver in the handpiece and unplugging and replugging the handpiece to the control unit. A second soft tissue mini shaver from the same lot was opened and exhibited the same window lock issue. A dense blade was then opened, but the surgeon ultimately switched to a curette to complete the procedure.